Manufacturer narrative:
The customer would like to replace the analog board to resolve the issue. No patient harm was reported.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) was giving inaccurate rr readings.

Event description:
The biomedical engineer reported that the bedside monitor (bsm) was giving inaccurate rr readings.

Manufacturer narrative:
H10: additional narrative: (B)(6) reported on (B)(6) 2018 that their bsm-2304a (sn: (B)(6)) was not giving accurate readings and the numerics/waveforms were jumping all over the place. The customer stated that they replaced the ECG connector on the bsm and also replaced the cables, but the issue persisted. The customer was informed that they could do an exchange on the board. Service requested: exchange service performed: exchange the customer's defective ur-3712 was received and the customer was sent an exchange board to resolve the issue. Received board was scrapped. Investigation result(s): the bsm-2000 series was discontinued on august 3, 2011 due to the introduction of the bsm-6000 series monitor (see attached). The ur-3712 was replaced to resolve the issue. The cause of the failure was identified to be failure of the ur-3712 board. Root cause of the issue has been identified to be degradation/failing of device components due to age and use over time. The device was installed in 9/29/2005 with a warranty that extended to 9/29/2010. The issue(s) with the device was reported on (B)(6)2018, about 8 years after the end of warranty date. Over time age and use increases the likelihood of failing parts, especially if the user has mishandled or physically abused the device during usage. The bsm-2300 service manual recommends regular maintenance/periodic inspection on the unit, which may detect degradation or loss of function of the unit. The device serial number history for the bsm-2304a (sn: (B)(6)) shows that there have been no further/previously reported issues nor servicing for inaccurate readings. A previously created notification for this device was created for bsm sustaining physical damage due to customer mishandling the device. Review of the device history record (DHR) shows that the unit has no history of ncmr, refurbishing, or other suspected defects (see attached). Recurrence of the issue is unlikely as the device has been discontinued. There is no suspected adverse trend and there is no indication of design deficiency. Investigation by qa has been completed as the root cause has been identified and investigational information within the record documents that the issue was resolved through replacing the ur-3712 board.